Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR was completed and found no non-conformances. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump infused too quickly. The initial reporter also stated that they had no other information about the complaint but that the patient "was fine" and had not had any adverse effects due to the complaint. (B)(4).